Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, stent thrombosis occurred. A taxus express2 3.0x24mm stent was implanted in the proximal left anterior descending (lad) artery. Approx five years later, the pt presented with st elevated myocardial infarction (mi) and 100% thrombosis of the stent implanted in the proximal lad was identified. It was noted the pt had discontinued plavix therapy several years ago. At the start of the intervention procedure, a non-bsc guide wire was advanced to the distal portion of the lad. A diver thrombectomy catheter was used to aspirate the thrombus and the clots were withdrawn. A promus 3.0x28mm stent was then placed across the lesion and deployed at 18atms. The entire stent area was then post-dilated with a non-bsc non-complaint 3.0x15mm balloon at 18atms. Next intravascular ultrasound (ivus) was performed to ensure the stent was well opposed and it revealed excellent apposition in the majority of the stent except for a small area in the mid portion. An unspecified 3.5x15mm stent was deployed and the mid portion was post-dilated at 18 atms. There was still residual thrombosis in the distal portion of the lad. A diver thrombectomy catheter was used to aspirate the clot. Timi flow iii was regained up to the apex. Intracoronary adenosine and nitroglycerin were administered. The final angiogram showed excellent results and there was no evidence of proximal or distal dissection and there was timi flow iii in the vessel. The pt tolerated the procedure very well.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant info received, a supplemental medwatch will be filed.